Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial # (B)(4), implanted: (B)(6), product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and pancreatitis. The pump contained dilaudid [10 mg/ml] at a dose of 2 mg/day. It was reported the patient had a computed tomography (CT) scan of the abdomen for an unrelated reason, and it was noted there was a possible catheter disconnect. The catheter was replaced on (B)(6). The catheter was not explanted and remained implanted out of use. It was unknown what environmental/external/patient factors might have led or contributed to the issue. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.